Event description:
Arrow epidural catheter broke off upon removal from pt's spine. Approx 3 to 4 centimeters of catheter tip remained in pt. Surgical removal of catheter tip at l2-l3 was performed by neurosurgeon on (B)(6) 2012. Pt discharged from hospital on (B)(6) 2012.